Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm so glad I am moving toward getting this poison out of me') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (out of me). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm so glad I am moving toward getting this poison out of me') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain") and rheumatoid nodule ("rheumatoid nodules on elbows and feet"). The patient was treated with surgery (essure removal). Essure was removed on 30-dec-2019. At the time of the report, the medical device removal, arthralgia and rheumatoid nodule outcome was unknown. The reporter considered arthralgia, medical device removal and rheumatoid nodule to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment done due to routing hard check error - fu receipt date cannot be earlier date than initial receipt date.pif recived , reporter insertion removal date added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm so glad I am moving toward getting this poison out of me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain") and rheumatoid nodule ("rheumatoid nodules on elbows and feet"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia and rheumatoid nodule outcome was unknown. The reporter considered arthralgia, medical device removal and rheumatoid nodule to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event joint pain was added. New reporter was added. Fu2 and fu3 processed together. On 23-mar-2020: social media received. New event rheumatoid nodules on elbows and feet was added. New reporter was added. Fu2 and fu3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm so glad I am moving toward getting this poison out of me') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (out of me). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.